Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that t-shot and visual inspection revealed failed drawer controller boards, a failed pyxibus module controller, and a damaged position sensor, resulting in drawer malfunction. The field service engineer (fse) replaced the drawer controller boards, pyxibus module controller, and the damaged position sensor. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device had no power and was offline in rss. The customer reported that there were no indicator lights, error messages, or sounds from the device. The customer attempted to reboot the station and unplug and reconnect the power cable; however, the issue persisted. A separate device was tested on the same power outlet and functioned normally. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.